Manufacturer narrative:
Summary of evaluation: the examination results suggest that the insert was pushed downwards in the baseplate several times but never far enough to allow the tab to snap over the flange of the baseplate.

Event description:
The tibial insert would not seat in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.